Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/25/2019. The field service engineer (fse) - the customer was sent a replacement oxygen sensor. The o2 ventilator successfully passed performance specification testing and was returned to use. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator had generated an error code that the oxygen sensor analog to digital converter (adc) sample out of range and o2 alarm code. There was no patient involvement.